Event description:
Caller noted device is alerting due to low lv bipolar pacing impedance. Report which shows ongoing low lv pacing impedance. Caller noted the lv lead is a greatbatch bipolar epicardial lead. During call customer measured impedances in lvtip-lvring, lvring-lvtip, lvtip-rvcoil, lvring-rvcoil. Lvtip-lvcoil offered the highest impedance measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).